Event description:
It was reported that a speaker malfunction error message was displayed and there was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm. A philips field service engineer (fse) was scheduled onsite, but later on canceled. The biomedical engineer evaluated the device in question. The following functional tests were performed: the (bme) disconnected the speaker connector and connected it again. The unit then started working with no more speaker issues. Based on the information available and the testing conducted, the cause of the reported problem was the speaker connecter, which needed to be reconnected. The device remains at the customer site.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a speaker malfunction error message was displayed and there was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.